Event description:
It was reported: the pt's double lumen groshong catheter was put in on the (B) (6) 2009. The pt was on their 5th cycle of cetuximab and irinotecan chemotherapy treatment. The line itself had been flushing well and was flushed weekly at the unit. The date the incident occurred was (B) (6),2009. During the last 30mls of the irinotecan infusion the plum a infusion pump being used started to alarm. On investigation, the pt had then complained of tenderness along the line. The infusion was stopped and the pt was seen by the radiologist who inserted the line. A chest x-ray was done, and it was seen that there was a back flow of the chemotherapy up into the other lumen which was not being used. An ultra sound was also done and it was found that about 10mls of irinotecan had leaked into the pt tissue outside the line. The physician removed the line on (B) (6), 2009. On removal, the physician flushed the line and it appeared to have very tiny perforations towards the tip.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.